Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist tss reported that a connection was made to the care fusion engine, and no queued messages were found. The tss learned from the previous case owner that the messages had been held on the enterprise service system and were not being processed, and a restart of the external inbound processing service was recommended. The tss ran a downtime query and confirmed that there were no delays or pending messages, and no issues were identified in the external inbound processor activity. The tss noted that the issue appeared resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.